Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mobile app locks up the phone occurred. Data was evaluated and confirmation of the allegation and probable cause was undetermined. No injury or medical intervention was reported.